Manufacturer narrative:
(B)(6). Investigation summary: bd life sciences - preanalytical systems had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd life sciences - preanalytical systems is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on evaluation of the retain samples, the customer¿s indicated failure mode underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was by reported by a consumer there was no draw on a bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure during blood sampling. There was no report of exposure, injury or medical intervention.